Event description:
Sigmoid resection. Slc55g dlu was loaded with slcr55g reload. The unit calibrated and got into firing range and was fired. A loud noise was heard during the sequence and the unit jammed. Pc displayed "firing incomplete - knife blade may be exposed" and knife was exposed. Other devices were used to complete the case.